Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was dropped on it's touch screen and the touch screen became shattered. Additionally, the pump touch screen became black and unresponsive. Customer's blood glucose was 121 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.